Manufacturer narrative:
Insulin pump had a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test and verify alarms, due to motor error alarm. Insulin pump received with minor scratches on display window, cracked display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received multiple alarms. Customer's blood glucose was 207 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.